Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air / water tube, air / water cylinder, and light guide (lg) lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction date: a correction is being made to the previously submitted g3 (date received by manufacturer), which was not late. The correct date was sep 14, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it was found that the user could not complete reprocessing due to leakage from switches 1 and 2, and the foreign material remained inside the air/water channel, the air/water cylinder, and on the light guide lens. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿detection method is described in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.